Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage on electronics assembly. Unable to perform displacement, rewind, seating and basic occlusion due to display anomaly. Unable to verify failed battery error and unable to download files due to display anomaly. The pump was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.